Event description:
On 9/5/00, a serum/plasma glucose test was performed on a pt sample. The first result (2440.15) and three subsequent repeats (-405.91, -179.40, 2433.97) were all shown with absorbance errors. The instrument correctly identified that each of the results had the absorbance error. The hosp "lis" does not allow reporting of results with errors and the dimension user manual instructs the user not to report any results with errors. However, the technician performed an override on the "lis" and reported the results. The physician questioned the results but was informed by the technician that they had been repeated. The physician then administered insulin to the pt. The pt was subsequently admitted to the ccu with cardiac results indicative of mi.